Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
Device interrogation revealed no communication when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, using the power supply from the lab. The device¿s function was normal.